Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It has been reported that the pen ndl 31g 8mm 90 count has been found experiencing 10 occurrences of inability to prime during use. The following has been provided by the initial reporter: it was reported that nothing comes out during the flow check. Verbatim: issue: nothing comes out during the flow check. Sample discarded. Incident date-unknown. Occurence-10. Item# 320881. Lot# 6355510. Consumer uses new needles each time of his injection. He visually tests the needles. He firmly attaches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the pen ndl 31g 8mm 90 count has been found experiencing 10 occurrences of inability to prime during use. The following has been provided by the initial reporter: it was reported that nothing comes out during the flow check. Verbatim: issue: nothing comes out during the flow check. Sample discarded. Incident date: unknown. Occurence: 10. Item# 320881. Lot# 6355510. Consumer uses new needles each time of his injection. He visually tests the needles. He firmly attaches.